Event description:
It was reported that a cartridge alarm occurred. Customer's blood glucose (bg) was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg. A cartridge change was performed resolving the issue.